Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video gastroscope ec38-i10nf serial (B)(4). In the event reported, the user stated that there was image disturbance during angulation, ccd defect. The event timing is unkown. No additional information was provided.this event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.